Manufacturer narrative:
Device was received for evaluation and investigation, and testing is currently being performed. A follow-up report will be filed when investigation has been completed.

Event description:
Fast flow. Patient noticed that 1.5 hours after attaching the pump, two much infusion had been delivered. Fill volume reported of 65 is well below minimum fill volume of 155ml for this 270ml pump. No adverse event occurred. Date of event: (B)(6) 2010.